Event description:
It was reported that the merlin transmitter would not power on. A black dot was observed on one of the prongs and was noted to be a possible burn mark. The prongs were removed and reconnected but the device would not power on. The device was replaced.

Manufacturer narrative:
No conclusion code available. Final analysis found that the field complaint of the transmitter not having any lights and not powering on was verified. However, the field complaint of a black dot or burn marks on the prongs was not confirmed. The no power issue was due to the connection between the original prongs and the power supply.